Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte autoguard shielded IV catheter there was an issue with tubing breakage. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with tubing breakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6)2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: received an 18ga catheter-adapter assembly extension set along with a piece of top web (packaging) from lot number 7339690 and a miscellaneous 3mm syringe. The needle assembly was not received for evaluation. The lot was built on nfa line 1 from (B)(6) 2017 for the quantity of 336,010ea. All challenge, set up and corrective actions were performed according to the quality control plan and all passed per specifications. Review of the end user risk analysis (eura) found the failure mode of detached extension tubing was caused by an insufficient amount of adhesive dispensed, prohibiting the extension tubing from fully bonding to the catheter adapter. Based on the customer¿s verbatim description, the effects of the device failure were leakage that did not require medical intervention and a second piv insertion. Rm5796 rev 16(o) nexiva p-eura identifies the failure mode of extension tubing detached from the catheter adapter with cause of failure being insufficient adhesive, and it states that the effects of minor leakage and two or more piv insertions have a limited severity with ranking s2 and occasional occurrence of o3 (=100 ipm). With limited severity and occasional occurrence, the risk to the end user is acceptable. Occurrence of the defect of detached extension tubing on batch 7339690 is occasional (=100 ipm). This defect was created at the zone 8 adhesive dispense station prior to the station redesign. If air got in the lines that fed adhesive to the adhesive dispense grippers, a short shot of adhesive would be dispensed onto the tube. A new station design was installed on nfa1 zone (B)(6) 2018 (protocol (B)(4) that better controls the adhesive dispense process. Additionally, the dispense stations on zone 8 are purged on a regular basis to reduce air buildup in the system. A vision system 100% inspects for adhesive presence and location after the adhesive station in zone 8. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.